Event description:
The light head of (B)(6) outpatient medical examination light detached due to the failure of the "c" clip intended to secure the head to the arm. The light head remained suspended by the wire harness. It did not impact anyone and therefore there were no injuries.